Manufacturer narrative:
Device was returned due to being in backup mode and backup mode was confirmed. Device image indicated that reset error had occurred and caused the device to revert to backup mode. Product code was downloaded, and analysis was performed. Backup operation was reproduced at cold temperature and this is consistent with an integrated circuit (ic) anomaly. A longevity calculation was performed and found the battery depletion normal based on the device usage.

Event description:
It was reported that a pacemaker was in backup vvi mode out of the box. It was not used and no patient was involved in the case.